Event description:
It was reported that the procedure was to treat an unspecified coronary artery. As a sport extra guide wire was being removed through a guiding catheter, the tip of the guide wire separated. There was no resistance reported. The guide wire and guiding catheter were removed as a single unit. The procedure was successfully completed using another guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.